Manufacturer narrative:
G4: 11aug2020. B4: 20aug2020. The manufacturer's field service engineer (fse) confirmed the reported problem. The blower was found to be noisy. The fse replaced the blower assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 31oct2020 g4: (B)(6) 2020 h10: a blower motor assembly was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was confirmed and the root cause was due to mechanical wear out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 12aug2020.

Event description:
The customer reported a ventilator with a noisy blower. There was no patient involvement or harm.